Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values below 54 mg/dl were recorded by continuous glucose monitor (cgm) from 12:28-1:53 am on (B)(6) 2019. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. Prior to the low bg, there were no erratic basal rate adjustments or bolus requests that would cause bg levels to drop. Cartridge change sequence was completed at 10:28 pm on (B)(6) 2019, with 11.64 units being primed through the infusion set tubing. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was missing data points on the continuous glucose monitor graph. In addition, it was reported that the customer experienced a low blood glucose (bg) level (34-60 mg/dl.) The cause for low bg was known. Customer addressed low bg with glucose tablets. Multiple attempts were made to follow up with the customer on the reported issue; however, no response was received.